Event description:
A dreamstation expert device was returned to a third-party service center with no initial alleged complaint. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and observed visible foam particles inside the blower kit and noted a blower foam degradation. Additionally, the evaluation of the device data identified unrelated error code. This error code consistent with normal device operation and expected use condition that are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that this error code contributed to or caused the reported event. The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and or product malfunction.